Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f). Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample is absorbed. The error occurred with multiple test strips. The test strip lot manufacturer's expiration date is 09/30/2019 and customer does not remember the open vial date. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-0 using truemetrix go meter. At the time of the call, the customer reported feeling lightheaded and tired. Medical attention was not needed at the time of the call.